Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that in the clinic, the patient had diaphragm stimulation during the impedance measurement portion of the interrogation. The device remains in use. No patient complications have been reported as a result of this event.